Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient who underwent breast augmentation primary with a mentor smooth round moderate profile 300cc saline prosthesis experienced implant rupture on right side post procedure. As a result, bilateral replacement with mentor gel implants was performed as follow; left cat#: 3504004bc sn#: (B)(4), right cat#:3504004bc sn#:(B)(4), and right side capsulotomy was performed on (B)(6) 2020.